Manufacturer narrative:
This report is being supplemented to provide results of the investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. There was no indication that the event was caused by a misuse or that the event was related to design of the device. Repair history was reviewed and no issues were found related to the reported event. Although a definitive root cause of the defects could not be identified, it was determined that the broken lens was likely caused by excessive force during use by the customer. If additional information becomes available at a later date, this report will be supplemented. Olympus will continue to monitor the field performance of this device.

Event description:
The olympus on site support specialist was informed by the sterile processing department manager that the customer ultra autoclavable telescope has a ¿chipped rod lens.¿ the customer reported problem was found at reprocessing. No death, injury or harm was reported.

Manufacturer narrative:
The subject telescope was returned to the olympus repair center. The repair inspection confirmed the customer¿s reported problem, the lens in the optical system were found broken and the rigid outer tube is bent. No moisture was observed inside the optical system. The investigation is still in progress; therefore, the root cause of the reported defect cannot be determined at this time. However, if additional information becomes available, this report will be supplemented accordingly. In general, the customer is required to inspect the device for defects, check the function of all devices and have alternate equipment prior to use.